Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely calcified lesion with 99% stenosis in the lad. There was no damage noted to the device packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The device was not kinked and re-straightened during use. Resistance was encountered when advancing the device. It is reported that the stent was unable to be advanced through the calcified lesion and when removed the stent strut was noted to be damaged. The strut was fractured but still connected to the body of stent. No intervention was required to remove the device. There was no complaint of the stent balloon. The damaged strut looked only to be protruding away from the balloon. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wraps with struts raised. The distal shaft was kinked at 13.2cm and 15cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.